Event description:
Physical therapist, pt, had just attended educational session on medsun and returned to inpatient pt unit. Pt was about to set up an aircast cryocuff and realized that connection on cryocuff pump tubing looked compatible with luer connection on IV lines. Pt reported potential for compatibility to medsun reporter who confirmed compatibility.medsun reporter then applied "do not connect to IV line" labels to pump tubing and left additional labels in pt department.